Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the end user on (B)(6) 2010, while performing a declot, the tip of a pta balloon separated from the shaft of the catheter inside of the pt. The balloon was successfully removed from the pt and the procedure was completed with another new of the same device without further complications. No further medical intervention was required and there was no harm to the pt due to this incident.